Manufacturer narrative:
To date, this lead has not been returned to boston scientific. Should this lead become available for analysis, an updated report will be filed that includes the analysis results. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead fainted. During the follow-up, the physician observed pacing inhibition and a lead fracture. A surgical procedure was performed the same day and the lead was replaced. No further adverse patient effects were reported.